Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the lead had high impedance on the high voltage coil.

Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal segment of the lead was returned and no anomalies found. However, the inner and outer tubing was kinked/buckled. It was also noted that the outer insulation had a cosmetic depression. The was also apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.